Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that while using the avea ventilator the user interface membrane (uim) switches when depressed and shows a different control being activated. The customer stated this happened while the device was on a patient. However, the customer confirmed that there was no patient harm and the ventilator was switched out for another ventilator.